Event description:
The patient underwent a balloon ablation procedure. The catheter was filled with 30 ml of d5w. During the procedure a sizzling sound was heard and smoke was seen coming out of the cervix. The physician immediately pulled the catheter out without first deflating it. The balloon burst upon removal. Hysteroscopy revealed a brownish area at the internal os consistent with a burn. The physician feels that the patient was not injured by these events and that the patient did not receive adequate ablation.